Manufacturer narrative:
This report is for an unknown screw/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal and total hip arthroplasty due to an advanced left hip osteoarthritis with retained hardware from a previous fracture and signs of avascular necrosis with early collapse of the femoral head. Originally, the patient was implanted with the trochanteric femoral nailing system advanced (tfna) due to non-displaced left hip intertrochanteric femur fracture in (B)(6) 2018. However, six (6) months after the implant surgery, the patient failed conservative measures, including anti-inflammatories and pain medications. Moreover, the patient also had an intra-articular injection without relief of his pain and then was admitted to the hospital to have the hardware removed and converted to a total hip arthroplasty. The surgeon noted that the locking mechanism and hole for the helical blade in the tfna nail was bent and deformed and an inspection showed a large notch anteriorly. The surgery was completed with no adverse consequence to the patient. Concomitant devices reported: reaming rod (part# 351.706s, lot# h564327, quantity# 1). This complaint involves three (3) devices. This report is for (1) unk - screws: nail distal locking. This report is 3 of 3 for (B)(4).